Manufacturer narrative:
The insulin pump was received with blank display due to shifted battery tube. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display. Analysis was unable to verify battery error alarms/alerts or failed batt test alarms due to blank display. The insulin pump received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked battery tube threads and faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed even with a battery change. Customer called in to report that the pump was stopping every time they were trying to bolus. The customer's blood glucose level was 17 mmol/l at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis.